Event description:
It was reported that a large volume intermate had black particulate matter on the filter. This was identified during storage. The device was filled with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed a black particle approximately 0.02 square mm in size, embedded in the material of the stressmember component. The particle was not in the fluid path, it was molded within the material of the stressmember. Fourier transform infrared spectroscopy (ft-ir) was attempted, but the embedded particle was insufficient to produce visible signals on the ft-ir spectra. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.